Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 60-65mm in length target lesion was located left circumflex artery (lcx). After a 3.5x6mm non-bsc guide catheter was used to cannulate the left main artery and after giving the patient 10,000 unit of heparin, a 0.014 inch percutaneous transluminal coronary angioplasty long catheter wire pt2ms was used to cross the lesion on to the distal lcx. A 2.25x15mm non-bsc balloon catheter was then advanced and inflated at 12 atmospheres to dilate the lcx. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced and positioned distally to the distal lcx and was inflated up to an increasing pressure of 16 atmospheres but the balloon ruptured. The device was removed and the procedure was competed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon burst at 8 atmospheres, not 16 atmospheres as previously reported.